Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had tricuspid valve surgery. Shortly after, this new pacemaker system was implanted. The decision was made to implant a transvenous right atrial (ra) lead and two epicardial right ventricular (rv) leads. One epicardial lead was implanted for current use and one for later use as needed. The first epicardial rv lead that was connected to the pacemaker displayed noisy signals. Even though the noise was oversensed, there was still capture when the rv lead paced. The decision was made to open the pocket and remove the first epicardial rv lead from the device header due to noise and oversensing. The first epicardial rv lead was then capped and the second epicardial rv lead was inserted into the device header. It was noted everything looked good with the second epicardial rv lead. The representative, however; was then paged early the next morning because there was visible noise and pacing inhibition on the second epicardial rv lead. The pacing inhibition led to asystole of greater than 2 seconds, since the patient is dependent. The patient still had a temporary wire in from the tricuspid valve surgery, so the physician used that until the epicardial leads could be revised. Both of the epicardial leads were removed that same day and the patient received two new competitor epicardial leads. One of the epicardial leads was connected to this pacemaker, and one of the epicardial leads was capped for later use as needed. The root cause for the clinical observations was not determined. The patient has been doing well since the new epicardial leads were placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that, during the revision procedure of the competitor right ventricular (rv) lead, the physician attempted to connect the new rv lead to the rv port of this pacemaker four different times. All of the attempts resulted in significant noise, oversensing and rv pacing impedances of greater than 3000 ohms. The physician attempted to isolate the cause by placing the rv lead in the atrial port, which resulted in a normal impedance measurement and no noise was noted. Since the original purpose of the procedure was to mitigate noise events that were previously captured during routine follow-ups, the decision was made to implant a new pacemaker. The new rv lead was connected to the new pacemaker and no further issues were encountered. The patient was discharged home the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced dizziness for about 2 seconds when this device system was implanted. No further information was provided that is related to this event. No additional adverse patient effects were reported.